Event description:
The customer stated that insulin leaked past the o-rings and into the reservoir compartment of the insulin pump. The customer stated that she experienced high blood glucose levels due to the leaks. Nothing further was reported. Advised the customer that the product would be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.